Event description:
The customer reported that a pumping segment was found ballooned. The nurse set-up a new infusion and placed it in the pump and started it a 25ml/hr. After a few minutes, the pump alarmed for patient side occlusion. When the nurse opened the door, he saw that the pumping segment was ballooned at the top portion. Nothing else was connected to the IV tubing. No IV pushes or flushes were given into the line. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: 06/26/2013. Internal file no: (B)(4). Conclusion code field left blank - no available code for undetermined or unknown cause. The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 14psi; the specification is 30psi. The silicone segment was likely weakened during customer use. Because the customer stated no IV pushes or flushes were administered, the root cause was not identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.